Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, his corneal astigmatism is the same as before surgery and that the iols did not correct any of his astigmatism. The consumer stated the lens may be off axis, but his surgeon did not feel that was enough to reposition the lens nor the cause for the uncorrected astigmatism. The consumer reported his ucva is worse than 20/40, and has to wear glasses to drive or to see the television; however, with glasses, his vision is sharp and 20/20. In a follow-up, the surgeon stated that "there is no adverse event" and that the pt is unhappy with the outcome. There are two medical device reports associated with this event; this report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 03/03/2010 and 03/04/2010 by phone, fax, and mail. Additional info was received. A completed questionnaire will not be returned. (B) (4). (B) (4). (B) (4).